Event description:
On multiple occasions, the product (procare black one-piece cervical collar - 79-83131) broke while it was being sized / applied to the pt while being used / applied in accordance with MFR's instructions. Generally, the break occurs in the area where the collar fits under the chin (grey plastic in pictures). At one time, a small piece of hard plastic broke off. Flew through the air, and just narrowly missed hitting someone in the face. People applying this collar seem to experience a >50% failure / breakage rate. FDA safety report ID# (B)(4).